Manufacturer narrative:
(B)(4). The device reported, list number 52034 is an abbott product that is marketed internationally which is the same or similar to a device, list number 52036, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.

Event description:
Same case as 1527460-2011-00028 and 1527460-2011-00030. Three pumps presented the same problem. They indicated low battery and no flow on the display even though they were plugged in. At the time of event, the set and the tube were checked and had no problem. The hospital tested the electrical outlet with other equipment and verified there wasn't any problem with electrical grid. The problem was with the pumps. One pt who was hospitalized at cardiac ICU did not receive feed for almost 24 hours. The first pump was connected to pt on (B)(6) 2011 and the problem was verified during the night. In total, the pt used three pumps. There was no back-up pump for replacement, so the feed was not infused by other means, and the reporter did not know the reason.